Manufacturer narrative:
(B)(4)

Event description:
It was reported that recorded non-sustained vt episodes were observed due to a diagnostic anomaly during a follow-up. Programming changes were not recommended with current parameter settings. The patient was stable.